Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 8/5/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and further inspected, and the surface and edge damage were observed. No further issues were identified. No further evaluation was performed. Conclusion: no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b: unknown/not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pre-loaded intraocular lens (iol) was explanted as the patient experienced cloudy peripheral vision in the right eye. It was replaced with lens from another manufacturer in a secondary procedure. Incision enlargement, vitrectomy and sutures were not required. Directions for use were followed. Patient can perform daily activities. Patients pre-op best corrected visual acuity (bscva) was 20/20 and post op bscva was 20/20. Post procedure, patient was fully recovered. No further information is available.